Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by customer that leaking PICC from the insertion site needed to be replaced. This one today I asked the nurse to keep inspecting and we saw a hole at the 6 cm mark. We saved it, originally placed on (B)(6). Noticed it when the flush started to leak around insertion site. PICC had to be removed by the nursing team. Additional information on 06/24/2024: this patient had to endure another hospitalization and procedure due to this complication.

Event description:
It was reported by customer that leaking PICC from the insertion site needed to be replaced. This one today I asked the nurse to keep to inspect and we saw a hole at the 6 cm mark. We saved it, originally placed 5/28. Noticed it when the flush started to leak around insertion site. PICC had to be removed by the nursing team. Additional information 06/24/2024: this patient had to endure another hospitalization and procedure due to this complication.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed and was determined to be use related. The product returned for evaluation was one 4 fr sl powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the 5 cm and 6 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.